Event description:
The complainant reported that during the procedure, the left ventricle (lv) signals intermittently disappeared for 1¿2 minutes before returning, occurring multiple times. A controller error alarm was noted. The medical team was aware and elected to delay exchanging the arrhythmia-induced cardiomyopathy (aic) until the patient stabilized. Throughout the signal interruptions, motor current and flow at p9 remained stable with no disruption in support. Once the patient was more stable, the aic was replaced without difficulty, and no further alarms occurred. Biomed was notified, and the faulty aic was labeled ¿do not use¿ and retrieved by biomed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrections: d1, d4, was erroneously entered on the initial manufacturer device report. D6a and d6b should have been left blank on the initial manufacturer device report. H5 and h8 was erroneously entered on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: the logs confirmed the reported failure mode given. Real-time (rt) logs confirmed that all signals received from the optical bench. Device analysis: console was sent back for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).